Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient's controller ((B)(4)) battery port 2 is loose and partially coming out of the controller. The patient denies any incident that caused the port to loosen. She demonstrated proper battery removal. She states that she is active with her 2 toddler sons, but again states that no incident happened to damage the connector. There have been no alarms, no issues connecting the battery. Controller was exchanged without incident.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port 1 and power port 2 connectors found loose with the o-ring gaskets displaced from the controller housing. In addition, the serial data port connector was also found loose with the o-ring gasket displaced and the cover was missing. The serial port cover missing is an observation considered not related to the reported event and was most likely caused by mishandling. The issue with loose connectors is currently being investigated. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.